Manufacturer narrative:
The referenced suspected internal short-to-shield was reported under medwatch MFR report # 2916596-2018-00370. (B)(4). Approximate age of device ¿ 1 year and 5 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented on (B)(6) 2018 with low flow alarms that were sometimes associated with ¿connect to power¿ events. System controller history interrogation performed by the hospital clinician revealed ¿driveline fault.¿ the alarms were caused by patient position changes, such as getting out of vehicle or bending over to put on shoes. The alarm would cease with system control position change. The lvad had a previously reported suspected internal short-to-shield. The patient was asymptomatic. The patient was reported as morbidly obese, but had not had a sudden weight gain in the couple of months prior. Technical services reviewed the submitted log files and confirmed motor stopped events and driveline faults while the lvad system was on battery support. This type of behavior had been linked to potential issues with the percutaneous lead. On (B)(6) 2018, the patient underwent a pump exchange to another heartmate ii due to the short to shield progressing to a short to short with pump stops. A user facility medwatch was received that states: patient is a hm 2 patient implanted in (B)(6) 2016. Patient was admitted in (B)(6) 2018 for fluid overload and diabetes. It was discovered on night of (B)(6) that patient had several "pump stop" alarms. Patient was switched to ungrounded cable and batteries. Log files were sent and it was discovered that patient had an apparent short to shield. Abbott reps attempted driveline repair, but the continued short suggested an internal malfunction. Patient refused pump exchange at this time even though the risks were explained to him. On (B)(6) 2018 patient came to clinic and it was noted that the lvad had multiple pump stops. The device was interrogated and resulted in information saying the device was malfunctioning. The patient was instructed to stay for pump exchange. Patient refused and said he would come the next morning. Patient was scheduled for exchange on (B)(6) 2018, but patient reported this was not a good time for him. He was advised of the risks. Patient did finally come in for exchange and had procedure on (B)(6) 2018. Patient is so far doing well and is on stepdown unit.